Event description:
A report was received that the patient developed an infection at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient developed an infection at the ipg site. The patient will undergo an explant procedure.